Event description:
A burn on her lower back [thermal burn], she was sleeping while wearing the product/she did not check her skin under the product while wearing thermacare. She did read the usage instructions on thermacare before using the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w91247, expiration date may2021, upc number: (B)(4), via an unspecified route of administration from 2019 as needed for lower back pain. Medical history included lupus from 1985 and ongoing. There were no concomitant medications. She previously used thermacare and did not experience the problem below. She received a burn on her lower back from the wrap in (B)(6) or (B)(6) 2019. She got a burn on her right side and one on the left side. They were the size of a quarter. She put neosporin on the burn. The wrap was not part of the recall. She had one wrap left, she did not want to use the other wrap that came in the box for fear she would get burned again. She was sleeping while wearing the product in 2019. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. The color of the box she purchased was red. Number of days in a row that thermacare was used was 1 day and number of hours per day that thermacare was used was 8 hours. She has previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experience a problem. She did not engage in exercise while using the product (for example, running, bicycling). She did not check her skin under the product while wearing thermacare. She did read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for it. A sample of the product was available to be returned. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the event burn was resolved in 2019. The outcome of other event was unknown. The reporter considered there is a reasonable possibility that the event burn was related to the device. Additional seriousness criteria: no. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the twelfth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Evaluation of the consumer returned sample did not provide any additional information as to why the consumer reported the wrap caused a burn. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status was received at the site on 02jul2019. Return sample evaluation: one lbh wrap - the wrap is inside sealed pouch, this is not the wrap that the consumer wore. One lbh pouch - pouch is sealed, no obvious defects. (L) w91247 24jun exp may2021 22:03 one lbh carton - carton is open. (L) w91247 24jun exp may2021 22:09.

Event description:
Event verbatim [preferred term] she was sleeping while wearing the product/she did not check her skin under the product while wearing thermacare. She did read the usage instructions on thermacare before using the product [intentional device misuse], a burn on her lower back [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 65-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w91247, expiration date may2021, upc/UDI number: (B)(4), from jan2019 or feb2019 at 1 heatwrap as needed for lower back pain/back pain. Medical history included discoid lupus since 1985 and ongoing, hypothyroidism, prediabetes, essential hypertension and esophageal reflux. There were no concomitant medications. The patient previously took hydroxychloroquine 200 mg for discoid lupus, levothyroxine sodium (l-thyroxine) 50 mcg for hypothyroidism, metformin hydrochloride (metformin hcl) 500 mg for prediabetes, bisoprolol fumarate, hydrochlorothiazide (bisoprolol/hctz) 2.5/0.25 for essential hypertension and lansoprazole 30 mg for esophageal reflux. She previously used thermacare heatwraps and did not experience the burn problem. She received a burn on her lower back from the wrap in (B)(6) 2019. She got a burn on her right side and one on the left side. They were the size of a quarter. She was not hospitalized for burn. She put neosporin on the burn. It lasted 1 week. The wrap was not part of the recall. She had one wrap left, she did not want to use the other wrap that came in the box for fear she would get burned again. She was sleeping while wearing the product in 2019. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. The color of the box she purchased was red. Number of days in a row that thermacare was used was 1 day and number of hours per day that thermacare was used was 8 hours. She had previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experience a problem. She did not engage in exercise while using the product (for example, running, bicycling). She did not check her skin under the product while wearing thermacare in 2019. She did read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for it. A sample of the product was available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the event burn was resolved in 2019. The outcome of other event was unknown. The reporter considered there was a reasonable possibility that the event burn was related to the device. Additional seriousness criteria: no. According to the product quality complaint group: severity of harm was s3. Summary of investigation: batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the twelfth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. No expedite trend was identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Evaluation of the consumer returned sample did not provide any additional information as to why the consumer reported the wrap caused a burn. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status was received at the site on (B)(6) 2019. Return sample evaluation: one lbh wrap - the wrap is inside sealed pouch, this is not the wrap that the consumer wore. One lbh pouch - pouch is sealed, no obvious defects. (L) w91247 24jun exp may2021 22:03 one lbh carton - carton is open. (L) w91247 24jun exp may2021 22:09. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (22aug2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (27aug2019 and 04sep2019): new information received from the product quality complaint group and a contactable consumer includes severity assessment, medical history, past product data, device data (indication and dose) and event details (deny of hospitalization). Follow-up attempts are completed. No further information is expected. Follow-up (15sep2020): new information received from the product quality complaint group includes updated investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the twelfth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per sop-number, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events w91247trending graph. On the basis of this evaluation, a trend does not exist for this lot. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per lower back and hip spec-29842, effective: 17-may-2018. There were no variable defects recorded for the batch. There was one wrap attribute defect recorded for the batch; a dead cell. The corrective action procedures were followed per sop-number-production quality control-cap procedure, effective date: 14dec2015. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The prod

Event description:
Event verbatim [preferred term] a burn on her lower back [thermal burn] , she was sleeping while wearing the product/she did not check her skin under the product while wearing thermacare. She did read the usage instructions on thermacare before using the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 65-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w91247, expiration date may2021, upc/UDI number: 305733010037, from 2019 as needed for lower back pain. Medical history included lupus from 1985 and ongoing. There were no concomitant medications. She previously used thermacare and did not experience the problem below. She received a burn on her lower back from the wrap in jan or feb2019. She got a burn on her right side and one on the left side. They were the size of a quarter. She put neosporin on the burn. The wrap was not part of the recall. She had one wrap left, she did not want to use the other wrap that came in the box for fear she would get burned again. She was sleeping while wearing the product in 2019. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. The color of the box she purchased was red. Number of days in a row that thermacare was used was 1 day and number of hours per day that thermacare was used was 8 hours. She had previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experience a problem. She did not engage in exercise while using the product (for example, running, bicycling). She did not check her skin under the product while wearing thermacare in 2019. She did read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for it. A sample of the product was available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the event burn was resolved in 2019. The outcome of other event was unknown. The reporter considered there was a reasonable possibility that the event burn was related to the device. Additional seriousness criteria: no. According to the product quality complaint group: return sample evaluation: a return sample has not been received at the site. Batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the twelfth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per sop-number, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events w91247trending graph. On the basis of this evaluation, a trend does not exist for this lot. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per lower back and hip spec-29842, effective: 17-may-2018. There were no variable defects recorded for the batch. There was one wrap attribute defect recorded for the batch; a dead cell. The corrective action procedures were followed per sop-number-production quality control-cap procedure, effective date: 14dec2015. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (22aug2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] a burn on her lower back [thermal burn] , she was sleeping while wearing the product/she did not check her skin under the product while wearing thermacare. She did read the usage instructions on thermacare before using the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 65-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w91247, expiration date may2021, upc/UDI number: 305733010037, from (B)(6) 2019 or (B)(6) 2019at 1 heatwrap as needed for lower back pain/back pain. Medical history included discoid lupus since 1985 and ongoing, hypothyroidism, prediabetes, essential hypertension and esophageal reflux. There were no concomitant medications. The patient previously took hydroxychloroquine 200 mg for discoid lupus, levothyroxine sodium (l-thyroxine) 50 mcg for hypothyroidism, metformin hydrochloride (metformin hcl) 500 mg for prediabetes, bisoprolol fumarate, hydrochlorothiazide (bisoprolol/hctz) 2.5/0.25 for essential hypertension and lansoprazole 30 mg for esophageal reflux. She previously used thermacare heatwraps and did not experience the burn problem. She received a burn on her lower back from the wrap in (B)(6) 2019. She got a burn on her right side and one on the left side. They were the size of a quarter. She was not hospitalized for burn. She put neosporin on the burn. It lasted 1 week. The wrap was not part of the recall. She had one wrap left, she did not want to use the other wrap that came in the box for fear she would get burned again. She was sleeping while wearing the product in 2019. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. The color of the box she purchased was red. Number of days in a row that thermacare was used was 1 day and number of hours per day that thermacare was used was 8 hours. She had previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experience a problem. She did not engage in exercise while using the product (for example, running, bicycling). She did not check her skin under the product while wearing thermacare in 2019. She did read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for it. A sample of the product was available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the event burn was resolved in 2019. The outcome of other event was unknown. The reporter considered there was a reasonable possibility that the event burn was related to the device. Additional seriousness criteria: no. According to the product quality complaint group: return sample evaluation: a return sample has not been received at the site. Batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the twelfth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per sop-number, complaint trending guideline, effective (B)(6) 2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events w91247trending graph. On the basis of this evaluation, a trend does not exist for this lot. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per lower back and hip spec-29842, effective: (B)(6) 2018. There were no variable defects recorded for the batch. There was one wrap attribute defect recorded for the batch; a dead cell. The corrective action procedures were followed per sop-number-production quality control-cap procedure, effective date: (B)(6) 2015. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. According to the product quality complaint group: severity of harm was s3. Follow-up (B)(6) 2019: follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2019: new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2019:new information received from the product quality complaint group and a contactable consumer includes severity assessment, medical history, past product data, device data (indication and dose) and event details (deny of hospitalization). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the twelfth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per sop-number, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events w91247trending graph. On the basis of this evaluation, a trend does not exist for this lot. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per lower back and hip spec-29842, effective: (B)(6) 2018. There were no variable defects recorded for the batch. There was one wrap attribute defect recorded for the batch; a dead cell. The corrective action procedures were followed per sop-number-production quality control-cap procedure, effective date: (B)(6) 2015. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the consumer reporting receiving a burn is inconclusive since review of records does not provide evidence to support defective product.